Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 8 days after the sensor had been inserted in the abdomen. The patient experienced light-headedness, the cgm was reading 80 mg/dl and the blood glucose reading was 50 mg/dl. The patient went to the va hospital where he was given orange juice to treat his low bg, however, his bg did not respond well to this treatment. The patient was then placed on an IV glucose drip. He was admitted to the hospital for observation (less than 24 hours) and went home the next morning after his bg levels stabilized. Patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.